Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Literature article / citation: " incidence of paradoxical adipose hyperplasia after cryolipolysis: a systematic review and meta-analysis¿. Https://pubmed.ncbi.nlm.nih.gov/41322038/ aesthet surg j open forum. 2025 oct 31:7: ojaf142. Doi: 10.1093/asjof/ojaf142. Alexis e mah, parsa razeghi, calandra li, shaishav datta, brendan k tao, jamil ahmad, ryan e austin pmid: 41322038 pmcid: pmc12662051 doi: 10.1093/asjof/ojaf142. This is an open access article distributed under the terms of the creative commons attribution noncommercial license (https://creativecommons.org/license/by-nc/4.0/).

Event description:
Abbvie received an article titled ¿incidence of paradoxical adipose hyperplasia after cryolipolysis: a systematic review and meta-analysis¿ reported paradoxical hyperplasia after five patients received a coolsculpting treatment using a cooladvantage as cryolipolysis device. This submission documents the contours related to the cooladvantage cool fit applicator, cooladvantage coolcurve applicator, cooladvantage core applicator, and cooladvantage (cool)fit applicator.